Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. However, there was a loose blender flag that is the probable cause of the reported issue.

Event description:
The customer reported that during patient use the ventilator was set for 40 percent fraction of inspired oxygen (fio2) and it dropped to 21 percent, triggering an alarm. The patient was removed from the ventilator and place on another one. There was no harm to the patient. The unit was checked with an external analyzer and verified the unit was delivering less than the settings.